Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No unexpected bolus not delivered alarm noted. Insulin pump programmed with multiple bolus not delivered alarm and the pump beeps properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The caller stated that a bolus was not delivered, no alarm was received, and this caused the high. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident and the hospital stated they had been hospitalized several other times due to highs. The hospital was unsure if the pump was working or not. Troubleshooting was not completed. No further details were provided. The insulin pump will be returned for analysis. Unomed set.